Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched for this event. The customer proceeded to tighten the loose hose fitting and re-ran quality control (qc) which passed within specifications. The customer indicated that they had performed weekly maintenance on the prior day but the operator did not touch the probe or unscrewed a fitting. Failure mode of the event is attributed to a loose cartridge chemistry (cc) probe tubing and the customer resolved the issue by tightening the loose hose fitting. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that a clear white hose fitting that runs above the cartridge chemistry (cc) sample probe of the unicel dxc 800 synchron system had come loose. The customer stated that clear liquid spilled along the travel path of the cc sample probe above the reaction wheel and the sample carousel. The customer stated that the leak travelled down and spilled into samples which did not have closed tubes. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.